Manufacturer narrative:
Further info revealed that there was no pt involvement since the reboots occurred during start-up functional check. A gambro field representative check the machine and found that the power distribution cca voltages were low. He reseated and applied an electronic contact enhancer to the cabling and harnesses to/from the power distribution cca. No further rebooting noted.